Event description:
Event was reported to (B)(4) by an atty. The patient had suffered chronic pelvic and vaginal area pain,urinary tract infections, yeast infections, pain in vagina, pain during intercourse, pain while urinating, pain w/bowel movements, incontinence, problems emptying her bladder, and problems sleeping. No further info has been provided.